Event description:
It was reported the ipg has reached end of life. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.

Event description:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.